Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping on their own noted. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 5.3 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.